Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebu1327 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC began to leak at the hub on the red extension after several months. The catheter was removed and replaced.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the exact cause is unknown. One 5 fr dual lumen powerpicc ft was returned for evaluation. An initial visual observation showed use residue within the sample and some slight discoloration of the outer surface of the catheter. A split was observed in the extension leg tubing of the red lumen, just within the distal end of the luer connector. A microscopic observation revealed the fracture surface of the split was rough and exhibited cracks/fissures and beach marks, which are typical of material fatigue; however the exact cause of the split is unknown at this time. A lot history review (lhr) of rebu1327 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC began to leak at the hub on the red extension after several months. The catheter was removed and replaced.